Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise on the atrial lead. The patient was asymptomatic and pacing appropriately. The physician elected to continue monitoring the patient with no intervention.